Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the customer experienced an undefined low blood glucose (bg) level of 40 mg/dl that was addressed by consuming glucose tablets. Tandem technical support advised customer to consult their healthcare provider regarding diabetes management.